Manufacturer narrative:
The calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from a cobas c111 analyzer. For bilt3 bilirubin total gen.3 : patient 1 initial result was 11.69 mg/dl. The repeat result from a cobas c311 was 11.45 mg/dl. The repeat result from another laboratory was 16.3 mg/dl. On (B)(6) 2021, patient 2 initial result was 13.74 mg/dl. The repeat result from a cobas c311 was 12.03 mg/dl. The repeat result from another laboratory was 20.1 mg/dl. On (B)(6) 2021, patient 3 result from a cobas c311 was 18.39 mg/dl. The repeat result from another laboratory was 25 mg/dl. For direct bilirubin: on (B)(6) 2021, patient 4 result from a cobas c311 was 0.71 mg/dl. The repeat result from a cobas c311 was 0.4 mg/dl. The repeat result from a cobas c502 analyzer 0.97 mg/dl. Patient 5 result from a cobas c311 was 0.93 mg/dl. The repeat result from a cobas c311 was 0.53 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a preanalytic or sample issue. As the provided data for calibration and quality control were within specification, a general reagent or system issue could be excluded.